Event description:
Customer reported an issue with the pump, stating the cartridge was not fitting properly. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer realized that an o-ring from old supplies caused the fitting problem and acknowledged the guidance that cartridges should have an o-ring, but none should be on the pneumatic tap. The customer declined further assistance after understanding the solution, and no additional action was required.